Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint for a rupture in the balloon was confirmed. There was no sample returned by the customer to examine. However, two photos were provided by the customer to view. Viewing the customer photos show there was evidence of catheter use. The balloon appears to have a rupture at the proximal glue line. Due to the poor clarity of the balloon in each of the photos no further assessment can be performed. The information for use (IFU) warns against inflating balloon beyond the stated maximum inflation capacity of 0.6 cc to prevent balloon rupture. The device history records review was performed with evidence to suggest a manufacturing related issue. The probable cause is undetermined since the actual complaint sample was not returned. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
The complaint was received via sus voluntary event report. It was reported there was complication of laparoscopic robotic cholecystectomy with intraoperative cholangiogram. The cholangiocatheter balloon ruptured during the procedure. The patient underwent endoscopic retrograde cholangiopancreatography. No foreign debris was noted with balloon sweeps.